Event description:
Very foul odor like mildew (mask). (B)(6) aspirated and backed up in his lungs causing him to stop breathing. I feel this was from the smell in the mask made him sick. To whom it may concern, (B)(6) went to bed about 9:00 pm. He had his c pap machine on, this was the first time he had worn the full gel mask. I woke up about 1:00 am, he had taken his mask off and put it on his table. He was in a hard labored breathing almost like he was gasping for air. I got up out of bed to check on him, his eyes were rolled back in his head, then he suddenly stopped breathing. I called 911, when they arrived they shocked him with the AED machine and did CPR. They revived him and took him to (B)(6) medical center in (B)(6). The doctor said he had aspirated and it backed up in his lungs. He was admitted into the ICU where he stayed for one week. The doctor said that he had a respiratory cardiac arrest and suffered from anoxic brain injury and would not get any better. He then went to (B)(6) and died five days later. I believe the mask was what brought all of this on. It had a terrible odor like mildew. We checked on a new one still in the package just like it after he died and it had the same smell. The woman at (B)(6) said that they worn people about the smell before they purchase it. They did not say anything to me or my husband about it. You should not have to warn anyone about a smell when it is a device they will be breathing. I don't even know if they still have any of the mask. They said they would not be getting anymore in. I hope you can find something out about this product. I lost someone very dear to me and I would hate for someone else to have to go through this. Sincerely, (B)(6). Purchased at (B)(6). Reason for use: sleep apnea.